Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, based on the information provided and without the device to analyze, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because during preparation, the steerable guiding catheter failed to hold fluid column. If this were to recur in the anatomy, a leak has potential of air embolism. It was reported that during preparation of the steerable guiding catheter (sgc) the device could not hold the fluid column. A second attempt was made to prep the sgc using different stopcocks; again the sgc did not hold fluid column. There was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the sgc issue.